Event description:
I purchased the contact lens solution clear care a couple of months back and never saw anything on the packaging that it was specifically intended for special disinfectant cases (hydrogen peroxide neutralizing). I found out the hard way when I placed the contact lens in my eye. Of course this resulted in extreme burning and pain as well as 24 hours of eye redness. The packaging poorly identifies this solution as a special type of cleanser. It is also on shelves right next to the multi-purpose contact lens solutions. Outcome: more medicine to reduce or relieve the possible bad effect of the error. Pt counseling provided: unk. Pt's age: adult ((B)(6)). Reporter's recommendations: better packaging and clear indication of the type of solution. Access number: (B)(4). (B)(6).